Manufacturer narrative:
B3 date of event was estimated based on the aware date and the actual date was unknown. D2b: pro code (product code): obj.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, the device got tangled with the wire while being removed from the patient. Everything was pulled out and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath was kinked. Microscopic inspection revealed the guidewire exit port, and the distal section of the tip were in good condition. Functional test revealed test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. B3 date of event was estimated based on the aware date and the actual date was unknown. D2b: pro code (product code): obj.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, the device got tangled with the wire while being removed from the patient. Everything was pulled out and the procedure was completed. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on the aware date and the actual date was unknown. D2b: pro code (product code): obj.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, the device got tangled with the wire while being removed from the patient. Everything was pulled out and the procedure was completed. There were no patient complications.